Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of an implantable cardioverter defibrillator (ICD), a high out of range (oor) shock impedance measurement greater than 200 ohms occurred with this right ventricular (rv) epicardial lead and its adaptor. The high oor shock impedance measurement occurred with a rv to superior vena cava (svc) port and can configuration. The device was reprogrammed with rv to can configuration and the implant was completed. The system remains in service. No adverse patient effects were reported.